Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leakage in the hydro-pneumatic area on synchron lx 20 pro clinical systems. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the cracked waste valve in the hydro area.